Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 3, 4.1 and 4.2 rail broken. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-MAR-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the device main drawer 3 needed rails replacement. A field service engineer (FSE) found that the main drawer 4.1/ 4.2 hard to close, whereas drawer 4.1 had the first tray was burnt and hard to remove two cubie pocket and got melted with the tray, removed all the cubie pockets, swapped the half-height cubie drawer with the new one, inserted back the pockets, reconfigured the drawer, replaced the keyboard, checked all cables, found matrix drawer having issues with rails, replaced the faulty rails and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.